Event description:
The customer stated that he was taken by paramedics to the hospital due to hypoglycemia. The customer's blood glucose reading at the time of the report was 154 mg/dl. Troubleshooting could not be performed because the insulin pump was lost at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.